Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter continued to display the apply sample message. The medical surveillance specialist (mss) spoke with a reporter on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 3x daily and manages her diabetes with 2 amaryl pills daily. The alleged issue began on the morning of (B)(6), 2012. Although, the patient was not able to test due to the reported issue, the patient continued to follow her usual diabetes management routine. About 10am, later that same morning, the reporter claims the patient was incoherent, "talking nonsense," sweaty and felt numb. Emergency medical services (ems) was contacted and the patient obtained a blood glucose result of "30 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment and was transported to the hospital for further observations. About 230pm-3pm, the reporter alleged the patient's blood glucose still only read "48 mg/dl" with the hospital meter. The reporter could not confirm additional treatment the patient may have received. The patient was allegedly not sent home until the following morning around 1030am-11am. The patient was taken off her blood pressure medications and was advised to take only 1 amaryl pill daily. At the time of troubleshooting, the customer care advocate (cca) noted the correct test strips were being used for testing. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was found to have spc pin 1 lifted high. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.